Event description:
It was reported that the gastrointestinal videoscope display of error code e117. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps channel port and light guide lens had corrosion. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of error 117 could not be determined. In addition, corrosion was observed on the light guide lens, and the forceps channel port was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.